Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. A visual and microscopic examination found that the stent struts were stretched, distorted and misaligned across the length of the stent. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. No issues were noted with the balloon profile. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. There were no issues noted with the device's inner and markerbands. There were no issues noted with the shaft polymer extrusion profile. The hypotube was kinked 50mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 17mm in length, de novo target lesion was located in the mildly tortuous, mildly calcified and 3.21mm in diameter right coronary artery. The lesion contained >45 and <90 degrees bend. Predilation was performed and the percent stenosis of the lesion immediately after predilation was 80%. Then a 3.00x32mm promus element ¿ stent was advanced but was unable to cross the lesion. It was noted that the stent struts were damaged. The procedure was completed using a bare metal stent. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 17mm in length, de novo target lesion was located in the mildly tortuous, mildly calcified and 3.21mm in diameter right coronary artery. The lesion contained >45 and <90 degrees bend. Predilation was performed and the percent stenosis of the lesion immediately after predilation was 80%. Then a 3.00x32mm promus element ¿ stent was advanced but was unable to cross the lesion. It was noted that the stent struts were damaged. The procedure was completed using a bare metal stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).